Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, it was discovered the cartridge was not seated properly causing the blockage. After the caller cleared and cleaned the area, they successfully resumed insulin therapy.